Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03473 it was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was used to deploy a 27mm watchman ® laa closure device. The device was released in the laa successfully with no procedural issues noted. Approximately 3 hours post implant, the patient developed a soft blood pressure with systolic pressure observed in the 80-90s. A limited echocardiogram revealed a pericardial effusion. Pericardiocentesis was performed and 400cc of blood was drained. No further complications were noted and the patient was doing well.